Event description:
It was reported that during a post stent dilatation procedure, the balloon would not deflate. Unsuccessful attempts were made to deflate the balloon with a syringe. The balloon was removed while inflated. No pt injuries or complications occurred.